Manufacturer narrative:
Review of records indicate that the incorrect data was entered into sections b4, b5, e1 and f on the initial medwatch report. Please reference this follow-up report for corrections to these sections. The device was returned to zoll for evaluation. Upon initial testing in addition to the reported problem co also observed a "status 90" and "cannot charge" message. The key switch was replaced to correct the reported malfunction. During trouble shooting of the "status 90" and "cannot charge" message co was unable to duplicate these failures. Co suspects that these messages were caused by an interconnect problem and therefore corrected by disassembly and re-assembly of the device during trouble shooting. The device was recertified and returned to the customer.

Event description:
The complainant alleged that during a shift check by a clinician the manual mode key switch rotated 360 degrees. The complainant indicated that there was no pt involvement in the reported malfunction.